Event description:
Procedure: pancreatectomy with splenectomy. According to the reporter: the stapler misfired while the surgeon was using it. The stapler fired partially through the sequence. The handle cracked and would not continue. The black knobs were forced open and a clamp was placed on the artery. Potential (B)(4) sulu lot numbers were reported as n1j0427lx or n1g0074lx. However, it could not be reported which sulu lot number was related to the partial firing. A new handle and load were used and completed the firing. Blood loss was reported as 200-300 cc.

Manufacturer narrative:
(B)(4).